Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, she has been having issues with the insulin pump. She has been experiencing low and was in the emergency room. Customer's blood glucoses have been between 22 and 40 mg/dl, current 72 mg/dl. Customer went to the hospital for low blood glucose of 22 mg/dl where she was kept for overnight and doesn't recall what was performed. Customer stated she has been experiencing low blood glucose since the device was dropped. Troubleshooting was performed and it was noted the reservoir had less insulin then what is in the status of the device. Customer also mentioned that it was hard for her to see the numbers due to the scratched on the display. It was also noted that the customer had delivered high bolus and customer didn't recall giving herself high boluses. The customer was then advised to discontinue use of the device, revert to back up plan, and the device needed to be returned for analysis. The customer agreed to return the device for analysis.

Manufacturer narrative:
The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery and delivery accuracy test. The test reservoir volume matched the units remaining in the status screen. The pump was programmed with multiple boluses and was monitored. All boluses delivered properly and were listed in the bolus history screen. Then, the pump was programmed with multiple basal profiles and was monitored. All basal profiles delivered their indicated amounts and were verified in the daily total screen. No bolus anomaly or basal anomaly was noted during testing. The pump had minor scratches on the display window and a cracked reservoir tube lip.